Event description:
It was reported that this pacemaker had a stored atrial tachy response (atr) episode where patient went into atrial fibrillation (af). Technical services (ts) and clinician reviewed device episode data and determined that competitive right ventricular (rv) lead pacing from the av search feature was causing the af. Reprogramming was discussed for troubleshooting including turning off the av search feature. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.

Event description:
It was reported that this pacemaker had a stored atrial tachy response (atr) episode where patient went into atrial fibrillation (af). Technical services (ts) and clinician reviewed device episode data and determined that competitive right ventricular (rv) lead pacing from the av search feature was causing the af. Reprogramming was discussed for troubleshooting including turning off the av search feature. No additional adverse patient effects were reported. Currently, this pacemaker remains in service. Later, this pacemaker was explanted at scheduled generator change out for normal battery depletion (nbd). A new pacemaker was successfully placed. No adverse patient effects were reported. This product was returned to boston scientific for investigation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies except for a hole in both seal plugs. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.